Event description:
It was reported the insulin pump alarmed motor error during prime. Alarm was explained to the customer and cleared. The device was not exposed to a magnetic field. Customer was advised to do deliver five units via fill cannula and no alarm occurred. Customer did a complete set change. The infusion tube was filled manually. Alarm had occurred twice in the last two months. Customer did not know blood glucose value. No further information reported.

Manufacturer narrative:
Insulin pump passed basic occlusion and displacement test. No motor error alarms noted. However, unable to prime during prime and test due to slightly loose drive support disk. Insulin pump received with cracked case on display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.